Event description:
Pt reported the vibration alarm on the infusion device has been defective since she started using this infusion device on (B)(6) 2011. Pt reported there is no vibration alarm for the first 2 units of a bolus that is programmed, and then the vibration alarm works properly for the rest of the bolus delivery. If pt selects the bolus function, the infusion device does not provide the vibration alarm to indicate the function is ready for an input. This most recently occurred on (B)(6) 2011. Infusion device was not exposed to water or electromagnetic fields. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.